Event description:
A malfunction alarm, identified by malfunction code 16, was reported, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Tandem technical support arranged to replace the pump, confirmed the shipping address, and instructed the customer to use multiple daily injections as backup therapy. The customer was also guided on how to put the malfunctioning pump into storage mode and return it using a pre-paid label within 10 days.